Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-12778, 1627487-2019-12779, 1627487-2019-12780, 1627487-2019-12781. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed that the patient's l2 drg leads had high impedances. X-rays were taken that showed one of the two l2 leads had fractured. Reprogramming was unable to restore effective therapy to the patient. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. No new products were implanted.